Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years post implant of this 23mm aortic bioprosthetic valve, it was replaced valve-in-valve with a 26mm transcatheter aortic valve. The reasons for replacement were reported as shortness of breath, dyspnea on exertion, paroxysmal nocturnal dyspnea, and orthopnea resulting from significant leaflet calcification and a potential small tear or partial flail of the right coronary leaflet which would be consistent with aortic regurgitation. No additional adverse patient effects were reported.